Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp via the rep stating the hcp believed the cause of the seizure like symptoms was overstimulation from the ins even though the settings were programmed to the patient's previous settings. No other troubleshooting was done and the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported the ins was replaced on (B)(6) 2018 due to normal battery depletion. When the new ins was turned on, the patient had seizure like symptoms that resolved when they turned the ins off. The surgeon believed the issue was due to overstimulation even though the ins was programmed to the same settings as before. The caller stated the patient was going to be admitted overnight, monitored, and reprogramming would be attempted again possibly with slower initiation therapy. No further complications were reported or anticipated.